Manufacturer narrative:
The event date was reported as an unknown date the week of (B)(6) 2019. (B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system extension set disconnected. The user attempted to ¿play¿ with another injection cap and it kept ¿popping out looks like something wrong with the threads¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured between 30aug2018 and 31aug2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition is not clearly observed via the provided photograph and due to the nature of the reported problem no additional testing could be performed. Therefore, the reported event could not be objectively verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.